Event description:
It was reported that the device had a failed accuracy test +7.75%. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date: 25-jul-2024 h3: one device was returned for repair in used condition with complaint of failed accuracy (B)(4). There was no physical damage found on the device. There was no applicable evidence to review in the error log. This device has not been serviced in the past. Functional tests were performed, and the reported problem was duplicated when performing accuracy testing. The cause of the primary problem was the expulsor was over specification. The expulsor was replaced. The device passed all functional tests after the repair.